Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6, d8, h3, e1 (email, telephone number, initial rep name) (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and no issue was found. The unit passed all functional test.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b4, g3, g6, h2, h11.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer has scraped the unit, to much money to repair. In future if we receive any new information will reopen and update the investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had optical sensor failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.